Event description:
Mobi-c p&f us : revision due to disease progression. Information was collected via the annual mobi-c enhanced surveillance survey: surgeon reported an event of device removal on a patient that was implanted with mobi-c in the past year. Patient diagnosis pre-implantation: cervical spondylosis and kyphosis c5-7 doctor wrote, the patient had a persistently symptomatic osteophyte behind the mid c6 body that became more symptomatic when her original kyphosis was corrected and needed c6 corpectomy but the devices at their levels were perfect . Also, the patient just needed a more extensive surgery than a 2 level mobi-c, and it was his/her choice to try the discs instead of the larger surgery at first. New information was sent by the surgeon stating that the patient had mutlilevel problems but, being a surgical nurse, the patient wanted to try a limited apporach just operting 2 levels. It was insufficient. The 2 level mobi-c helped to some degree, but not enough. The multilevel fusion added some improvment. The devices were from the same refrence and batch number.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Additional information were received from the surgeon , allowed the identification of the device reference and lot number. As it was mentioned , it's a case of two cervical disc surgery . Both level were implanted with the same device reference and batch number. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. New information was sent by the surgeon stating that the patient had mutlilevel problems but, being a surgical nurse, the patient wanted to try a limited apporach just operting 2 levels. It was insufficient. The 2 level mobi-c helped to some degree, but not enough. The multilevel fusion added some improvment. Based on this information , this is concidered as an off label issue where the surgeon should have done a fusion surgery instead of placing mobi-c . As mentioned in the IFU , the patient selection for the mobi-c device is extremly important and cerrtain degenerative desaese that may be so advanced at the time of implantation that the rexpected useful life of the device is substantially decreased. The investigation found no evidence to indicate device issue. Root cause : cause traced to intentional off-label, unapproved, or contraindicated use investigation found no evidence of a device issue.

Manufacturer narrative:
Product wasn't received so no visual and functional examination could be performed. Request "were" performed to the surgeon to collect information on the device reference and lot number. So far, no information received which "prevent" from reviewing the device history record and "tracebility". According to the provided information there is no causal connection between the event and the device. The case was caused by the patient initial "desease" evolution. Based on the "avaialble" information, the event cause may be related to patient condition and there is no evidence on a device problem. However , if additional informations were received that modify this investigation conclusion another report will be sent.

Event description:
Mobi-c p&f us: revision due to disease progression. Information was collected via the annual mobi-c enhanced surveillance survey: surgeon reported an event of device removal on a patient that was implanted with mobi-c in the past year. Patient diagnosis pre-implantation: cervical spondylosis and kyphosis c5-7. Doctor wrote: the patient had a persistently symptomatic osteophyte behind the mid c6 body that became more symptomatic when her original kyphosis was corrected and needed c6 corpectomy but the devices at their levels were perfect . Also, the patient just needed a more extensive surgery than a 2 level mobi-c, and it was his/her choice to try the discs instead of the larger surgery at first. The reference and lot number of the device were not communicated.